Event description:
It was reported that the customer was hospitalized due to high blood glucose of 1258mg/dl. Troubleshooting was performed. The time, date, and programming were correct. It was stated that the daily totals are matching the bolus and basal. Ran a fixed prime and the insulin exited. Performed a high pressure test and passed. Advised the nurse that the customer should measure the glucose level two hours after changing the infusion set and reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.